Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4: model no - additional information d4: catalog no - additional information d4: serial no - additional information d4: lot no - additional information d4: expiration date - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2: type of follow up - additional information/ device evaluation h3: device evaluated by mfg - additional information h4 device mfg date - additional information. H6: additional information. H11: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.